Event description:
Procedure: lap colon. According to the reporter: the surgeon used the instrument and a 60 blue cartridge. He removed the stapler. The staple line looked fine, there was no bleeding. He said that the staple line was fine and we were lucky because the patient was fat. When the rep asked the surgeon the following day how the patient was doing, the surgeon indicated that the patient was fine, that he didn't bleed out or anything. After the procedure the company received a phone call indicating that there had been an incident whereby a patient required a blood transfusion. From all indications that she's heard, the sales rep believes that the patient has recovered.

Manufacturer narrative:
According to the website: "plexxus is a not-for-profit company dedicated to providing business support functions to member hospitals in the areas of supply chain management, transactional finance and human resources/payroll services. Our focus is on maximizing non-clinical efficiencies and generating savings for member hospitals, which will be reinvested into patient care."